Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the navigation system had been upgraded. The medtronic representative found the network configurations were not in the navigation system. After updating the network configuration and re-starting their imaging system, issue was resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site was unable to connect their navigation system with their imaging system. A second navigation system was brought in and was successfully connected. It was not confirmed whether or not an incision had been made. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.